Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a bladder procedure the jaw did not open after firing. Another device was used to complete the case. There was no adverse consequences to the patient.